Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A ship history records review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The drainage catheter component is supplied to angiodynamics by the supplier, freudenberg medical. Freudenberg medical has been notified via scar004051 for DHR review of supplier lots identified through a ship history review. Freudenberg medical reviewed the DHR record for the noted lot and found no discrepancies related to this defect during manufacturing. Reference scar004051 response for complete details. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device is not available for return to the manufacturer for evaluation. An investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
An exodus multipurpose drainage catheter was placed in a patient. Post procedure, it was noted the hub of the catheter was cracked. The drain was removed and replaced. There was no harm or injury to the patient due to this event. The reported defective disposable device is not available for return to the manufacturer for evaluation.